Event description:
It was reported that the patient's log files were submitted to confirm replace backup battery alarm. A review of the log file revealed intermittent backup battery faults throughout the log. No other unusual events were seen in the log. Additional information revealed that a plan to swap the patient's controller with their backup controller was made the patient's system controller was replaced on (B)(6) 2022. The alarms have not continued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a backup battery fault alarm was confirmed with the returned system controller (serial # (B)(6). The returned system controller was connected to laboratory equipment and an unexpected backup battery fault alarm was able to be reproduced. The unexpected alarm was able to be reproduced when manipulating the backup battery ribbon cable with the black power cable was disconnected. The evaluation of the backup battery ribbon cable revealed damage on one of the wires that resulted in an electrical signal loss when manipulated. Further evaluation of the backup battery ribbon cable revealed one of the wires appear to be not crimped correctly in comparison to the other wires. The wire appears to be crimped at the end of the outer insulation and pulled loose. A root cause was determined to be a manufacturing related issue. A non-issuance external corrective action request was initiated to notify the vendor of the manufacturing related issue. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the backup battery fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial #(B)(6) was shipped to the customer on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.